Event description:
It was reported that the menu knob on the external pulse generator (epg) did not register each time it was turned. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all testing, and all knobs and buttons were verified to be working properly. The side bail covers were found to be broken.